Manufacturer narrative:
H11: the device was evaluated on-site by a qualified baxter technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was preformed and no bed errors were observed. Upon ¿staff interviews¿ and a report run by the facility the bed alarm was not set. The instructions for use states: ¿the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The instruction for use additionally notes: ¿the indicator flashes until the system is armed. If the system does not arm, the system will beep rapidly for a few seconds, and the selected mode indicator will flash and then turn off.¿ a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell and sustained ¿multiple humerus fractures¿ coincident with a versacare® med surg bed. The patient got up to use the restroom while attached to a non-baxter urine collection system. The medical staff assumed the bed alarm had been set; however, upon ¿staff interviews¿ and a report run by the facility the bed alarm was not set. The instructions for use states: ¿the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The instruction for use additionally notes: ¿the indicator flashes until the system is armed. If the system does not arm, the system will beep rapidly for a few seconds, and the selected mode indicator will flash and then turn off.¿ the patient fell and sustained multiple humerus fractures. The patient was treated with unspecified pain medication, splinting and slinging of the arm. Furthermore, the patient stated there was no surgical intervention; however, the patient will need ¿extensive physical and occupational outpatient therapy for several weeks¿ as the fracture heals. No further information was available at the time of this report.